Event description:
It was reported that bd alaris pump module smartsite infusion set tubing would not clamp the following information was received by the initial reporter with the following verbatim type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person ahs optional report to cmdsnet (health canada): yes incident details: line removed from channel, safety blue lock did not clamp infusion still running and patient received free flowing levophed. Who was affected? Patient frequency of problem: first time.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that line removed from channel, safety blue lock did not clamp infusion still running and patient received free flowing. One sample received for evaluation. There were no visual damages or abnormalities. The tubing was primed and a simulated infusion conducted at 125ml/hr for 1 hour with bd calibrated alaris pump. The door of the pump was opened, and the set was inspected to see if the clamp was closed. This test was conducted 10 times. The slide clamp at the lower pumping segment fitting operated as intended each time. Failure was not replicated. A root cause was not determined because the failure was not replicated. A device history record review could not be performed because the lot number is unknown.

Event description:
Material # 2420-0500 , batch # unknown. It was reported by customer that line removed from channel, safety blue lock did not clamp infusion still running and patient received free flowing levophed. Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2024. Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person. Ahs optional report to cmdsnet (health canada): yes. Incident details: line removed from channel, safety blue lock did not clamp infusion still running and patient received free flowing levophed. Who was affected? Patient. Frequency of problem: first time. Device information: device name/description: set alaris pump primary 20 drop 2y with check valve smartsite 116 inch pv 18ml. Manufacturer: carefusion. Manufacturer code/model: 2420-0500. Serial or lot number: unknown. Expiry date: unknown. Supplier:(B)(4). Supplier catalogue number: al2420-0500. Is device retained: yes. Number of devices: 1. Device handling hazards (when blank = hazards not specified): other wipe, contained, labeled? Wiped, double-bagged, labelled.